Manufacturer narrative:
A supplemental report will be submitted upon completion of our additional findings. Due to character restrictions in block e1 full event site name: (B)(6). Additional poc: (B)(6).

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) unit had fiber port connection broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1 contact person mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5. A getinge fse replaced the cable assembly and completed a full pm, all tests passed to factory specifications. Returned to the customer and released for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) fiber connector is broken out on the bottom side. There was no patient involved.